Event description:
The perfusionist reported experiencing very high arterial line pressure during a bypass procedure. The rpm of the pump was increased and the arterial cannula and tubing were checked for kinks, however, the cause of the increased pressure was not determined. The oxygenator and the arterial filter were changed out and pressure returned to normal. Bypass was resumed with no further complications and the procedure was completed successfully.

Manufacturer narrative:
The involved device was returned, decontaminated and performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this issue has not been reported previously for this lot number. A review of the device history record confirmed that there were no production related problems for this lot number. There is no available evidence that the reported event was related to a product malfunction or defect. Oxygenator performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available information has been filed in qa for appropriate tracking, trending and follow up.